Event description:
It was reported that a loss of telemetry monitoring occurred for approximately 45 patients for approximately 3.5 hours due to a presumed hardware failure. The users immediately recognized the loss of monitoring and pulled in extra staff and monitoring equipment from other units to monitor some of the affected patients. The site reported that there was a time delay to get patients under observation, however, there was no patient injury or delay in treatment. Ge healthcare's investigation into the reported occurrence is ongoing. A follow up report will be submitted when the investigation has been completed.